Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (25 mg/ml at 3.505 mg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type I and non-malignant pain. On (B)(6) 2017 it was reported that the patient was experiencing withdrawal symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The patient was given oral opioids and pump explant was planned for (B)(6) 2017. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.